Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, approximately 80 months ago. Aneurysm and vessel morphology at the time of implant were not reported. Currently, the aaa is 9.1 cm in diameter; the aortic neck is 21 mm in diameter at the renals and 25 mm at 10 mm below with 45 degree angulation. Vessel morphology was unremarkable. It was reported that on an unknown date, the bifurcated stent graft had migrated distally and was fixed successfully with another manufacturer's cuff. Details about the migration, such as aaa and aortic neck diameter, cause of migration, and whether an endoleak was also present are unknown. There is now a junctional type iii endoleak between the cuff and the aneurx bifurcated stent graft, and the cuff also seems to have migrated distally. The junctional type iii endoleak was attributed to disease progression. An intervention was performed, whereby an endurant bifurcated stent graft and an endurant contralateral limb were used to reline the separation and obtain good seals successfully. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (stent graft migration, endoleak). Patient's condition affected effectiveness of device (disease progression). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression).